Event description:
It was reported that during the device check, the right ventricular (rv) lead exhibited high pacing impedance and increased of capture threshold that caused loss of capture. The rv lead was explanted and replaced. The patient was stable throughout.